Manufacturer narrative:
14-jul-2016 product investigation results: reporter returned one toothbrush head on 23-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Almost choked [choking sensation]; head of the brush shot off and ended up in throat [foreign body]; brushing teeth and the brush head broke off, the whole brush / it fell straight into mouth / head of the brush shot off [device breakage]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that while he or she was brushing his or her teeth on (B)(6) 2016 with an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead broke off; he or she described that it was the whole brush, really, and it fell straight into his or her mouth. The consumer elaborated that the brushhead flew right off and that it rattled too. This was not the first time that the consumer had used these particular brushheads. No symptoms developed. On 02-jun-2016 received consumer follow-up: the consumer recounted that a long time ago, the head of the brush shot off and ended up in his or her throat. The consumer asserted that he or she almost choked on it, and as such, now only dared to brush the front teeth; the rest he or she brushed manually, as he or she simply didn't dare to anymore because of the toothbrush. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]; head of the brush shot off and ended up in throat [foreign body]; brushing teeth and the brush head broke off, the whole brush / it fell straight into mouth / head of the brush shot off [device breakage]. Case description: a consumer of unspecified age and gender reported that while he or she was brushing his or her teeth on (B)(6) 2016 with an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead broke off; he or she described that it was the whole brush, really, and it fell straight into his or her mouth. The consumer elaborated that the brushhead flew right off and that it rattled too. This was not the first time that the consumer had used these particular brushheads. No symptoms developed. On 02-jun-2016 received consumer follow-up: the consumer recounted that a long time ago, the head of the brush shot off and ended up in his or her throat. The consumer asserted that he or she almost choked on it, and as such, now only dared to brush the front teeth; the rest he or she brushed manually, as he or she simply didn't dare to anymore because of the toothbrush. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushing teeth and the brush head broke off, the whole brush / it fell straight into mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while he or she was brushing his or her teeth on (B)(6) 2016 with an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead broke off; he or she described that it was the whole brush, really, and it fell straight into his or her mouth. The consumer elaborated that the brushhead flew right off and that it rattled too. This was not the first time that the consumer had used these particular brushheads. No symptoms developed.